Event description:
It was reported that during the procedure the operator was trying to deploy the subject coil, however, during this process the aneurysm got raptured. It was attempted to use other coils to try and secure the rupture. Patient¿s current condition is not known but critical. No further information is available.

Event description:
It was reported that during the procedure the operator was trying to deploy the subject coil, however, during this process the aneurysm got raptured. It was attempted to use other coils to try and secure the rupture. Patient¿s current condition is not known but critical. No further information is available.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not conducted due to the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event: ¿patient aneurysm rupture¿ is a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, a probable cause of anticipated procedural complication was assigned to this event.